Event description:
It was reported that during hemorrhoidectomy procedure, doctor said that the device cut the mucosa but didn't staple. No anastomosis possible. Another device was used to complete the procedure. There were no adverse consequence for the pt. Received the following info on 10/19/2009: the staple line was not complete. He said that maybe half of the staples were fired on the human tissue and the other half was still inside of the stapler after the procedure. He said that the nurse wiped the stapler and took out the remaining staples before cleaning it. They could anyway resect the hemorrhoids. They had to suture on all the circumference to be sure in order to achieve hemostasis. The pt stayed one day at the hospital and went home afterwards. The pt didn't feel any special pain comparing to the usual procedure. It's common in this hospital to stay for one night after a pph procedure.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.